Event description:
Philips received a complaint on the tempus pro patient monitor indicating that etco2 values were observed on the monitor without being connected to the patient.

Manufacturer narrative:
This report is based on information provided by philips engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro patient monitor indicating that etco2 values were observed on the monitor without being connected to the patient. Onsite diagnostic was completed including a full performance verification with all testing passing satisfactorily including nibp/etc02 calibrations. The device was returned to service at the customer site and is not available for additional investigation. Bench repair was requested for investigation of the device however it was cancelled after 45 days of not receiving the device. No further information is available from the customer. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.